Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) level was not impacted. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion. Reportedly, the pump is worn against the customer's skin. Tandem technical support shipped the customer a case for the pump to prevent temperature changes.